Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was returned to olympus repair center of olympus medical systems india private limited for evaluation. The evaluation of the device confirmed the followings; device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The main lamp was working normally. The exact cause of the reported event could not be conclusively determined. However, there is possibility that the reported event was because the user did not know how to deal with the spare lamp error. If additional information becomes available, this report will be supplemented.

Event description:
During maintenance, a spare lamp error was displayed on a monitor and spare lamp did not work. The spare lamp was replaced to new one, however the user didn't know how to reset the main lamp. There was no report of patient injury associated with this event.